Event description:
It was reported that the 9800 system locked up with the collimator closing down. The system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The service rep was unable to reproduce the problem.